Manufacturer narrative:
(B)(4). A follow up emdr will be submitted upon completion of investigation. (B)(4).

Event description:
Record opened in reference to (B)(4). It was reported via email: dr. (B)(6) reported that point of connection where needle attaches to syringe had a leak, making assessment for pleural space not possible. Two kits used on one patient. Issue occurred during patient use, no patient harm.

Manufacturer narrative:
(B)(4) follow up emdr submission for device evaluation. Another follow up will be submitted if additional information becomes available. Investigation did confirm the leak at the point of connection where the needle attaches to syringe by video clip provided by customer. However, alleged product was not returned for evaluation. DHR review was performed but did not identify any issue during quality inspection for the assembled kit. Based on the complaint investigation, a probable root cause could not be identified by the (B)(4) facility. Both the syringe and 16 ga introducer needle components are supplied by an external vendor and internal supplier (16ga needle = (B)(4) / 10 ml syringe = (B)(4)). Both vendors will be notified of this complaint failure and required to provide feedback regarding any potential root cause and potential corrective/preventive actions, as applicable. A probable root cause could not be identified for the complaint failure mode. A supplier corrective action request (scar) will be issued to the external vendor for 16ga needle ((B)(4)) and the 10 ml syringe ((B)(4)) regarding this failure mode.